Manufacturer narrative:
Our engineers have evaluated the returned device. Their investigation that the entire device was returned as well as an introducer sheath. The introducer sheath was not evaluated as it is not a gore product. The deployment knob was attached to the catheter at the hub. There was approximately 105 cm of deployment line coming out of the transition. Approximately 10 cm away from the transition, there was 12 cm of deployment line with 2 single fibers. The dual lumen was kinked 46.5 and 69 cm from the hub end of the dual lumen. The distal shaft, upon which the endoprosthesis was mounted, was kinked at 9 cm from the hub end of the distal shaft. The distal shaft was broken and separated from the rest of the delivery catheter. There was bonded distal shaft present inside of the transition. It is unclear how the distal shaft was broken and separated from the rest of the delivery catheter. There was approximately 16 cm of distal shaft exposed at the hub end of the endoprosthesis. The distal tip was unable to be evaluated as it was covered by the endoprosthesis. The endoprosthesis was fully expanded and unremarkable. Based on the device examination performed, no manufacturing anomalies were identified.

Event description:
The patient presented with an in-stent restenosis which was intended to be treated with a gore viabahn endoprosthesis. It was reported to gore that when medical device deployment was initiated, the deployment of the endoprosthesis stopped after approximately 10cm of device deployment. It was stated that further attempts of pulling the deployment line resulted in deployment line resistance and that the decision was made to have the partial deployed endoprosthesis removed from the patient. It was stated that no vessel dissection/injury occurred while the device was retracted. The procedure was completed by implanting another gore viabahn endoprosthesis.